Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and fluid leak issue as a compound break was noted approximately 8.4cm from the distal end of the cath-lock and the edges of the compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth with residue throughout. Upon infusion, a leak was observed from the compound break on the attached catheter and thrombus with water was also observed exiting the distal end of the attached catheter. Aspiration was attempted but was unsuccessful. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year three months and five days post port placement via an internal jugular vein for pancreatic cancer inside the breast, the patient allegedly experienced swelling around the port body, when antiemetics was administered prior to chemotherapy. It was further reported that, the port was removed due to swelling. Reportedly, a crack was allegedly found at approximately 8 cm distal to the port body on the removed catheter, and leakage has occurred from the crack. The procedure was completed replacing another device. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2023).

Event description:
It was reported that one year three months and five days post port placement via an internal jugular vein for pancreatic cancer inside the breast, the patient allegedly experienced swelling around the port body, when antiemetics was administered prior to chemotherapy. It was further reported that, the port was removed due to swelling. Reportedly, a crack was allegedly found at approximately 8 cm distal to the port body on the removed catheter, and leakage has occurred from the crack. The procedure was completed replacing another device. The current status of the patient is unknown.